Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient delivered a live baby through the vagina, the perineum wound was sutured. The doctor routinely operated using sewing needles but it separated when stitching the second needles. The stitches were removed completely under general anesthesia. Postpartum, patient was given cefetincture sodium, metronidazole anti-infection, biochemical pill to promote the uterine rehabilitation, blood tonic oral fluid to replenish blood, infrared ray to promote healing and other treatment . After proper and timely treatment, the patient was cured and discharged from the hospital. The incident caused the patient long hospital stay and increased pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.